Event description:
The cardiac cath lab nurse called the emergency support line at getinge. The cs300 intra-aortic balloon pump (iabp) was in use on a patient and had a flat arterial line. A screenshot showed a true flattening of the line/no dampening. The nurse verified all cables and connections were secure and that the balloon was non fiber optic. The clinical support consultant (csc) reviewed the reasons for a flat arterial line with the nurse ¿ connection/ cable issue, bad disposable transducer, or a clotted inner lumen. It was conveyed to the csc that the iabp was exchanged for another to continue therapy but it did not resolve the issue. The nurse asked the physician to aspirate the line which resulted in excellent blood return to which the csc suggested changing out the disposable as that would be the last reason for the issue. The transducer was then exchanged; and the line was placed on standby, flushed, started, and re-zeroed which resulted in a pulsatile arterial line correcting the reported issue. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). Communication/interviews: during the emergency support call, the nurse verified all cables and connections were secure and that the balloon was non fiber optic. The clinical support consultant (csc) reviewed the reasons for a flat arterial line with the nurse ¿ connection/ cable issue, bad disposable transducer, or a clotted inner lumen. It was conveyed to the csc that the iabp was exchanged for another to continue therapy but it did not resolve the issue. The nurse asked the physician to aspirate the line which resulted in excellent blood return to which the csc suggested changing out the disposable as that would be the last reason for the issue. The transducer was then exchanged; and the line was placed on standby, flushed, started, and re-zeroed which resulted in a pulsatile arterial line correcting the reported issue. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation. No service requested.

Manufacturer narrative:
Additional customer contact phone: (B)(6). Additional information was requested with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.